Event description:
Related manufacturer report number: 2017865-2023-16837. It was reported during remote follow up that the both the atrial and right ventricular leads exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
New information received noted that subclavian crush was noted on the leads when under fluoroscopy. The leads were capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.